Manufacturer narrative:
The customer found a strip with a loose urobilinogen pad. Service was not scheduled for this event. There were no strip jams or motor errors associated with this event. Bec internal identifier for this report is (B)(6). Related events: 2023446-2016- 00255, bec internal identified (B)(6). 2023446-2016- 00257, bec internal identified (B)(6).

Event description:
The customer reported that while performing maintenance on their ichem velocity instrument, they found a strip with a loose urobilinogen pad. The pad had not come off but was loose. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.

Manufacturer narrative:
Conclusion section revised to reflect updated information: maintenance deficiency - insufficient preventative maintenance and less than optimal equipment settings resulting in diminished performance. Manufacturing deficiency - insufficiently effective quality checks during the test strip manufacturing process. Design deficiency - packaging configuration allowed for excessive agitation of test strips and insufficient protection against temperature extremes during transportation. Based on the available evidence, beckman coulter (bec) has determined the cause of the reported event that triggered this recall action 2050012-0120/2016-001c, reported initially to the los angeles district office on 01/20/2016, in accordance with 21 cfr 806). As of august 19, 2016 FDA recall number z-1067-2016 (2050012-0120/2016-001c) has been closed. (B)(4). Related events: 2023446-2016-00257, bec internal identifier (B)(4). 2023446-2016-00255, bec internal identifier (B)(4). 2023446-2016-00246, bec internal identifier (B)(4). 2023446-2016-00243, bec internal identifier (B)(4). 2023446-2016-00241, bec internal identifier (B)(4). 2023446-2016-00230, bec internal identifier (B)(4). 2023446-2016-00226, bec internal identifier (B)(4). 2023446-2016-00223, bec internal identifier (B)(4). 2023446-2016-00211, bec internal identifier (B)(4). 2023446-2016-00210, bec internal identifier (B)(4). 2023446-2016-00203, bec internal identifier (B)(4). 2023446-2016-00202, bec internal identifier (B)(4). 2023446-2016-00199, bec internal identifier (B)(4). 2023446-2016-00198, bec internal identifier (B)(4). 2023446-2016-00196, bec internal identifier (B)(4). 2023446-2016-00190, bec internal identifier (B)(4). 2023446-2016-00189, bec internal identifier (B)(4). 2023446-2016-00183, bec internal identifier (B)(4). 2023446-2016-00182, bec internal identifier (B)(4). 2023446-2016-00178, bec internal identifier (B)(4).